Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and inspected. The complaint can be confirmed. A visual inspection revealed that the upper jaw of the device was deformed such that both tongs had been bent inward. To determine whether this deformation had an impact on the functionality of the device, the jaw actuator trigger was pulled. After this operation was performed, it was observed that the jaw could not be fully closed. The device is reusable. Therefore, it is possible that the device had been dropped or mishandled on the upper jaw thus causing it to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the expressew iii without hook ratchet broke on the gun. During in-house engineering evaluation, it was determined that he upper jaw of the device was deformed such that both tongs had been bent inward. According to the report, the ratchet got stuck and did not close jaw appropriately the sales rep stated there was no patient harm. The device is being returned for evaluation. There was no delay in the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, dnstitutes an admission that the device, depuy synthes, or its emssion that the device, depuy synthes, or its employees caused or contributed to the potential eormt iescrhoud bethme availt. Le, a suipionant information should become available, a supplemental medwatch will be submitted accordingly. Additional information: a device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.